Manufacturer narrative:
Follow-up #2 date of submission 10/07/2016-device evaluation: the pump has been returned and evaluated by product analysis on 09/15/2016 with the following findings: evaluation revealed that there were unexplained power interruptions observed in black box. There was no damage found to battery cap or battery compartment. Battery cap was able to attach securely to pump. Pump powers on normal with no alarms. Pump exercised for 24 hrs with no power issues occurring. Battery cap contact height and width found within specifications. Pump opened and no damage found to power circuit. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power issue. The reporter claimed that the subject pump had intermittent power. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery. There was no indication that the product caused or contributed to an adverse event.